Event description:
The customer stated, that he was hospitalized due to hypoglycemia. The reported blood glucose reading was 20 mg/dl. The customer stated, that when he was found the insulin pump displayed no delivery. The customer also stated, that he last changed the infusion set the day prior to the event. Troubleshooting was performed and the insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.